Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mitral regurgitation (mr). An unknown mitraclip xtw was implanted. On (B)(6) 2024, an additional mitraclip procedure was performed to treat recurrent mitral regurgitation (mr) grade 3-4. During transesophageal echocardiogram (tee) observation, the previously implanted xtw clip had caused leaflet damage but remained stable. Two nt (lot: 30822a1021), nt (lot: 40410a2055) mitraclips were placed on either side of the index clip to stabilize and reduce mr to moderate. Severe tricuspid regurgitation was also observed during the procedure, so the steerable guide catheter (sgc) was pulled back across the septum and two xtw (lot: 40104r1102), xtw (lot: 40227r2025) mitraclips were implanted along the anterior septal commissure of the tricuspid valve. It was determined post deployment of the second xtw (lot 40227r2025) that leaflet damage had occurred to the anterior leaflet. The tr reduction remained, so no further intervention was performed and the procedure ended with tr grade 2-3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based on the information reviewed, the reported unspecified tissue injury resulting in mitral valve insufficiency/regurgitation (mr) per the account was due to the implanted clip; however, the clip was confirmed to be stable on the leaflets. Tissue damage/injury and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.